Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic radical resection of lung cancer, the stapler able to fire but there was poor staple formation. The staple not formed accordingly and shaped with the word "door". A staple line incomplete was also noted proximally. The device was replaced by the same model and procedure was completed. There was no patient injury.